Manufacturer narrative:
(B)(4). See MDR #3010532612-2018-00114 and tc #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was not able to go into the body on the guidewire. The doctor tried the same but balloon insertion was not possible over guidewire. There is no patient death, serious injury, or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "iab swg insertion difficulty" is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: see MDR #3010532612-2018-00114 and (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was not able to go into the body on the guidewire. The doctor tried the same but balloon insertion was not possible over guidewire. There is no patient death, serious injury, or patient complication reported.